Event description:
The distributor reported on behalf of a customer that the plpul2020, 20/ca ultra nonstick 10ft device was in use during an orif of the distal radius on 14dec23, and ¿the tip of the evacuation pencil burned through the protective cover that it comes with as well as a surgical drape. This happened mid surgery while a patient was on the table. The drape became unsterilized and the or staff had to re-drape the or field mid surgery.¿ per follow-up assessment, the procedure was completed as normal with a delay of 5 minutes, and with "new cautery opened". The device did have contact with the patient, but the respondent was "unsure" of any injury, medical/surgical intervention or extended hospitalization required for the patient/user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of a customer that the plpul2020, 20/ca ultra nonstick 10ft device was in use during an orif of the distal radius on (B)(6) 2023, and "the tip of the evacuation pencil burned through the protective cover that it comes with as well as a surgical drape. This happened mid surgery while a patient was on the table. The drape became unsterilized and the or staff had to re-drape the or field mid surgery." Per follow-up assessment, the procedure was completed as normal with a delay of 5 minutes, and with "new cautery opened". The device did have contact with the patient, but the respondent was "unsure" of any injury, medical/surgical intervention or extended hospitalization required for the patient/user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of "tip of the evacuation pencil burned through the protective cover" was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. A root cause cannot be determined, however, based on the dfmea mitigation; a possible cause of this event could be that the electrode tip had been activated for longer than 6 seconds. The holster shall not melt and expose the electrode tip after 60 seconds of exposure to an electrode tip that has been active for 6 seconds. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only event for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that the electrosurgical generator¿s intensity should be set as low as is necessary to achieve the desired effect. Plumepen ultra is a monopolar electrode, the use of a dispersive electrode is required to prevent burns/injury to patient. We will continue to monitor for trends through the complaint system to assure patient safety.